Manufacturer narrative:
The device passed testing for delivery accuracy.this report represents all the info known by the reporter upon query to hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At 1600, the pump was programmed to deliver 100 units of insulin in 100 ml at a rate of 5 ml/hr. Approximately 5 hrs later, the nurse reportedly entered the pt's room and noted that the bag was empty. The physician was notified. The pt was treated for hypoglycemia with unspecified doses of 50% dextrose and 5% dextrose. The device was removed from clinical service. Therapy was not resumed. There were no reported adverse pt sequelae. Though requested, no further info was provided.